Event description:
It was reported that a pt underwent a posterior correction and fusion with segmental hook instrumentation for idiopathic thoracic scoliosis. The pt developed respiratory insufficiency with prolonged postoperative ventilation. No additional complications were noted.

Manufacturer narrative:
(B) (4) - respiratory insufficiency. Literature article citation: u . Liljenqvist et al. Comparative analysis of pedicle screw and hook instrumentation in posterior correction and fusion of idiopathic thoracic scoliosis. European spine journal. 2002; 11:336-343. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.